Event description:
Information was received indicating that the cadd legacy plus pump resulted in under infusion due to an unresolved no disposable alarm. Trouble shooting did not resolve the issue. There were no adverse events reported.